Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the surgeon returned the luke handpiece because of complaints on the handpiece not working effectively. No records as to which surgeon's, procedure of blades were having problems. There was no consequence to pt.